Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the balloon was used during a diagnostic ultrasound endoscopy procedure without gas sterilization. The procedure was completed with the same device. There were no reports of patient harm or health damage. Related patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by the user not being aware that sterilization was necessary because the label was wrong. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: the UDI was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. The event can be detected/prevented by following the instructions for use which state: "be sure to sterilize with ethylene oxide gas before use. For sterilization methods, refer to the ``instruction manual'' of the ethylene oxide gas sterilizer. For ethylene oxide gas sterilization conditions, see tables 1 and 2." Olympus will continue to monitor field performance for this device.